Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned. Therefore, the investigation is inconclusive as the sample was not available for evaluation and no objective evidence was provided to confirm a device issue linking to the reported patient hematuria. Per the reported event details, the patient presents with history of hypertension and proteinuria. While a definitive root cause could not be determined based upon available information, it is possible that patient factors may have contributed to the reported event. Although no issues were reported with the device during sampling, it is unknown if procedural issue may have also contributed to the reported event. It should be noted that per the instructions for use (IFU), "post-biopsy patient care may vary with the biopsy technique utilized and the individual patient¿s physiological condition. Observation of vital signs and other precautions should be taken to avoid and/or treat potential complications that may be associated with biopsy procedures." Also, "potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; pneumothorax; and air embolism." Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (06/2017). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post kidney biopsy, the patient allegedly had macroscopic hematuria. The current patient status is unknown.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post kidney biopsy, the patient allegedly had macroscopic hematuria.